Event description:
Customer states that a pt with a history of anti e, -k, -c, -cw did not react with vs185 cell ii (e+, c+). Cell I reacted 3+ (k+ cw-). Customer stated no reports of any discrepancies with any other pts or with qc testing. No erroneous results were reported. No death or serious injury was associated with this incident.